Event description:
False positive advia centaur cp troponin ultra results were obtained for two patient samples. Repeat testing was performed and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the valve manifold, base injector and adjusted the reagent probe positions. The wash 1, acid and base lines were decontaminated. Fresh acid, base, and wash solutions were added. The cause for the discordant advia centaur troponin cp ultra results is unknown. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."